Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported one of the patient's lead had migrated into the ipg pocket. Surgical intervention took place in which the lead was explanted to address the issue. Therapy was restored with the remaining lead.